Event description:
Add'l info rec'd from uf 1/22/04: pt did not regain consciousness following resuscitation. Pt was discharged to a hospice center 12 days later and expired two days later. Drager narkomed 6000-basic anesthesia machine was evaluated by the company service rep on 8/18/03 resulting in finding no error found in logs consistent with a machine problem. Laryngeal mask airway (lma) was evaluated (inflated and checked for leaks) by medical staff anesthesiologist peer. Lma was found to be functional and useable. Risk mgmt dept has possession of the lma. Initial report made to MFR prior to completed investigation. The MFR has not evaluated the lma.

Event description:
Pt admitted to hosp for transurethral resection of prostate gland. Pt experienced hypoxia then a cardiac arrest shortly after the surgery had begun. The anesthetic regime was use of propofol, fentanyl and versed. A drager 6000 anesthesia machine and a laryngeal mask airway (classic) were in use at the time of the hypoxia and cardiac arrest. Pt was intubated and resuscitated. Pt did not regain consciousness following resuscitation. Pt was discharged to a hospice center twelve days later and expired two days after discharge.